Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm during testing. A cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and missing end cap sticker noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value was 128 mg/dl. Customer reverted to manual injections. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.